Event description:
On (B)(6) 2017, this (B)(6) g3p2 ob patient at 40w3d was admitted with complaints of contractions. Nurse midwife consulted ob regarding plan for magnesium sulfate drip per protocol due to severe pre-eclampsia. At 0500, 6 g IV magnesium loading dose initiated and hourly assessments done and documented. Hand-off between primary nurse and charge nurse including need for maintenance dose change of magnesium at 0520. At 0540 primary nurse walked into patient's room to notice bp of 96/45 on monitor. The nurse checked the IV pump where 20g magnesium was infusing via IV pump programmed to 50 ml/hr but appeared to be free flowing. Approximately half of 500 ml bag appeared to have infused after being hung for 20 minutes according to charge rn. The nurse immediately stopped mag and called for md, ob faculty, r4 and certified nurse midwife along with anesthesia at bedside. Patient sedated but responsive to verbal stimuli and alert and oriented. Oxygen saturation at 93 percent. Oxygen placed via face mask at 10 liters. Bmp panel was drawn and sent. A 1 g IV calcium gluconate was administered. A new IV pump was obtained for patient. Fetal heart tones and vital signs were monitored continuously and a stat EKG was obtained. The patient received 6mg loading dose followed by 10mg loading dose from the maintenance bag and the magnesium level is greater than 9.6. The pump was sequestered by the aum (medication still in channel and on pump) and picked up the same day by clinical engineering. The patient had a vaginal delivery with no complications and had an uneventful post-partum course. Mother and infant were discharged on (B)(6) 2017.